Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, so an investigation could not be performed as no information was available for review.

Event description:
It was reported that an unspecified bd vacutainer® blood collection tube had "clotting". No serious injury or medical intervention.